Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, opening and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an opening striated in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening in the anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.